Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. A device history record review and event history log review was performed which revealed no issues that could be related to the reported event. A review of the device service history revealed no issues that could have caused or contributed to the reported issue. The device was received for evaluation by the baxter product analysis laboratory (pal). The device passed both the homechoice return instrument test / evaluation (rite) functional test and the rite electrical test. The device met performance specification requirements. An external & internal inspection was performed which revealed no anomalies. Evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed with no issues noted. Per pal evaluation, no failure, malfunction or iipv (increased intraperitoneal volume) event was identified that could have caused or contributed to the reported issue of patient passing away. The assignable cause was undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. It was unknown if an autopsy was performed. No further information was provided. Additional information was requested but is not available.